Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine device check. Review of the stored electrograms confirmed the presence of noise. Pacing inhibition was also noted. The noise was not reproducible with isometrics and lead exhibited normal capture, sensing, and impedance. No sources of emi could be identified. The patient was asymptomatic throughout the check and will continue to be followed normally.